Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient stated that beginning 4 or 5 days ago they get electrical charges up and down both legs and in their feet regardless if it is turned on or off. They can be sitting perfectly still and it still occurs. The patient stated that it is like a lightning bolt. The patient was redirected to follow up with their healthcare professional (hcp). No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported the patient was (B)(6)pounds at the time of the reported event. The cause of the electrical charges had not yet been determined. They had met with two different manufacturer representatives (reps) to try and figure out the problem but the electrical charges remain unresolved. They are having the electrical charges every day, which has been making the patient unhappy. On (B)(6) 2017 they had met with a rep who tried making adjustments to their settings, and during that adjustment the patient felt an unbelievable intense electrical charge on their left side moving from their waist, arms, shoulder, neck and to the left side of their face and head. It was noted this had occurred twice since their surgery. The patient had reported that their walking had not improved since their surgery. It was noted the patient never had this occur during their trial. No further complications were reported.